Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. The investigation was based upon analysis of historical data review and review of handling error. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Since, as the complaint text shows, this is an application error that has no relation to the product quality, an investigation of other lots is not indicated. The assessment for reportabililty for this adverse event was based on patient harm, additional medical intervention. Conclusion/preventive measures: according to the complaint description, the problem was caused by a handling error, the product itself shows no defect or functional deviation. (Extract out of the complaint- description: "the sales representative met with the care coordinator at the customer facility and it was reported that the surgical staff made a user error during the procedure; the surgeon accidentally pressed the release button on the device, causing the tip to fall off.") A historical data check shows no further problems or complaints like this occurred. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gk372r - handle f/monopolar electrodes 5mm. According to the complaint description, the j-hook came off during surgery. The tip was retrieved from the patient using a grasper. An additional medical intervention was necessary. The surgeon had inadvertently pressed the "release" button on the handle causing the tip to release. All information has been provided. The adverse event is filed under aag reference (B)(4).